Event description:
On (B)(6) 2012, patient reported concerns with his infusion device. Patient stated he has noticed that he has had to press the up arrow button more than once to get the button to make a connection. Patient reported this occurs intermittently. Patient stated the button does pop back up when it is pressed. Patient reported he was aware of the recall and had been facing this concern intermittently for 4 years. Patient was not sure if it was an actual button issue or if he was not pressing the button hard enough to get it to make a connection. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.